Event description:
The customer called technical support (ts) and reported that the device's nav-ring is defective. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
After further communication with the customer per good faith effort response, it was confirmed that while performing maintenance to the device, the device alerted to schedule field change order (fco) implementation. There was no malfunction with the device. Upon further investigation, this case has been downgraded as it was confirmed that there was no malfunction with the device. The case was opened to implement field change order (fco) per philips.